Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 35-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) in the left forearm for dialysis. It was a loop graft placement. One additional procedure was performed during this procedure: an aneurysm resection. On (B)(6) 2024, it was noted the patient underwent the first successful hemodialysis session with the acuseal graft. There were no adverse events during this session. On (B)(6) 2025, it was discovered in a shunt angiography that the patient had a thrombosis in the graft that was related to the registry device. Hospitalization was required and on (B)(6) 2025, the acuseal-graft was thrombectomized. Sonography revealed a long, bilateral dissection of the prothesis without an entry or re-entry point. A thrombectomy was performed, and the prothesis was recanalized using a fogarty catheter and a ring probe. It was determined that if reocclusion occurred shortly thereafter, the gore acuseal-prothesis would have to be abandoned. Reintervention was required as there was a risk of harm to the arm and on (B)(6) 2025, a percutaneous transluminal angioplasty (pta), thrombectomy, and non-gore stent were placed. In addition, central venous imaging revealed an approximately 5 cm long occlusion of the central subclavian vein pre-confluence with a dilated vein upstream, indicative of a preexisting stenosis. Half an epic-stent 12 x 50 mm was implanted. The gore® acuseal vascular graft remains in place. The study coordinator stated, ¿that it can be said, that several failed punctures contributed to the destruction of the prothesis, perhaps also the thrombectomy with the fogarty-catheter, but that remains speculation¿. (Captured under (B)(4). On (B)(6) 2025, it was noted the patient had thrombosis related to the registry device. This event required hospitalization and a surgical repeat intervention. The repeat intervention was reported as a thrombectomy and a resection of the destroyed acuseal graft piece and replacement with a 6 mm gore-tex® stretch vascular graft as an intermediate piece/interposition. The gore device remains in place. It is noted the event recovered/resolved without sequelae on (B)(6) 2025 (captured under (B)(4). On (B)(6) 2025, it was noted the patient had a destroyed acuseal graft and aneurysm of the arteria brachialis, that was assessed as registry device related by the clinical study site. In-patient or prolonged hospitalization was required. The site indicated the event further, that the non-functional, worn-out, acuseal graft had dissection with accompanying aneurysm of the brachial artery. On (B)(6) 2025, the patient underwent a repeat intervention for the treatment of the event. A surgical repair and explant of the entire acuseal graft, including the intermediate piece (6 mm gore-tex® stretch vascular graft), were performed. The entire acuseal graft including the intermediate piece showed material insufficiency and dialysis could no longer be performed. Therefore, it was removed without replacement. The adverse event recovered/resolved with sequelae on the same day. A new shunt is planned for the right arm. The site stated that it is only possible to speculate about the cause of the material insufficiency, whether it is due to incorrect handling during dialysis (incorrect punctures), or to the re-operations with intervention, it cannot be determined with certainty.

Manufacturer narrative:
H3 other; h6 codes b14, b18, c19, c24, d15: a review of the manufacturing records indicated the lots met all pre-release specifications. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. H6 code c19: c19 refers to the product history review findings. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.